Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: there was no evidence of call service (cs 006) alarms observed in the black box or alarm history. The ¿ez-prime¿ steps were successfully completed with no errors, alarms or warnings during investigation. The product performed within specifications; the original complaint could not be duplicated or confirmed. The pump cover was removed and no damage was found internally. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).